Manufacturer narrative:
The returned device was evaluated. The device was able to power on using both battery and ac power. When powered on the display shuts down within a few seconds and ten (10) beeps are heard, this alarm looped continuously until the device was shut down. The unit was able to obtain measurements and alarmed both audibly and visually under alarm conditions. The ten (10) beeps anomaly was observed due to a failure of the u21 (current limiter ic) on the instrument board.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the handheld will switch off itself even with good battery level. The unit would not reboot and no error message will be displayed. This failure has been described as intermittent. No known impact or consequence to patient.